Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that puncture holes are all in the same place on the paper covering (tyvekcover) on the hls set. The shape of the puncture are also all similar. It appears that the punctures are coming from the plastic cuvette where the venous probe would be connected. The plastic prongs stick straight up and since the tray that holds the cardiohelp has an inch or two of ¿give¿ when the pack is rotated or turned upside down, suspect that the holes are coming from one of those prongs. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that puncture holes are all in the same place on the paper covering (tyvekcover) on the hls set. The shape of the puncture are also all similar. It appears that the punctures are coming from the plastic cuvette where the venous probe would be connected. The plastic prongs stick straight up and since the tray that holds the cardiohelp has an inch or two of ¿give¿ when the pack is rotated or turned upside down. The holes were noticed when the customer opened the packaging. No patient was involved. No harm to any person has been reported. The affected beq-hls 7050 USA #shls set advanced 7.0 was technically investigated in the getinge laboratory on 2022-09-16. Upon visual inspection two holes with a diameter of 10,0 mm and 4.4mm in the tyvek cover could be confirmed. The sealing of the tyvek cover was still intact. During the investigation it was detected that the velcrostraps needed for fixating the hls module within the inlay were a bit loose. The most probable root cause could be determined that the straps moved upwards leading to a loose position. This lead to an unsecured hls module which perforated the tyvekcover with the venous measuring cell, e.g. During transport or due to impacts from outside. Based on the investigation results the reported failure "holes in tyvekcover" could be confirmed. Maquet cardiopulmonary already started a CAPA process in order to improve the design to prevent such packaging damage in future. The production records of the affected beq-hls 7050 USA#hls set advanced 7.0 with lot#3000224134 were reviewed on 2022-09-20. According to the final test results, all beq-hls 7050 USA#hls set advanced 7.0 sets with lot#3000224134 passed the tests as per specifications. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).